Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 529 mg/dl, cause was unknown. Customer delivered a correction bolus via the pump to address high bg. In addition, it was reported that a resumed pump alarm occurred. Reportedly, the customer reverted to an alternate pump for insulin therapy and declined further troubleshooting.